Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported right side rupture diagnosed by ultrasound and capsular contracture, baker grade not specified. Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified the device was broken shell and red particles material on the shell/gel. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: h6.

Event description:
Patient and physician reported a ruptured device, discovered by ultrasound. Physician additionally reported capsular contracture [baker grade unknown]. Device explanted and replaced. Right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, corrected and/or changed data: b.5, b.6, d.1, d.2, d.4, d.6a, d.6b, h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side rupture diagnosed by ultrasound and capsular contracture, baker grade not specified. Device has been explanted and replaced.

Event description:
Patient reported ruptured device. The status of the device is unknown. Right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.